Event description:
It was reported that the patient underwent surgery. During surgery, the x10 setscrew broke off in the threaded portion, not at the shear portion. In the attempt to remove the crosslink, the 3mm hex in the setscrew on the opposite rod stripped. The crosslink was eventually removed. No additional details were provided.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.